Event description:
It was reported, during routine flushing of the patient's PICC line, nursing staff discovered fluid leakage. The patient had a PICC line in place, and the last maintenance record indicated routine care was performed at another hospital on december 15. A specialized venous therapy consultation revealed perforations at the 35cm and 37cm points along the catheter, which were not present prior to maintenance. Upon discovery, the catheter was immediately discontinued, removed, and replaced. The original insertion site was disinfected, and the patient was closely monitored for signs of infection. Subsequent observation revealed no significant abnormalities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.